Event description:
It was reported that the relion pen needle was unable to prime, and unable to deliver insulin. The following information was provided by the initial reporter: "consumer reported used 2-3 pen needles from this box and feels the needles clog and unusable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. A device history record review showed no non-conformances associated with this issue during the production of this batch.